Event description:
The customer called to report on (B)(6) 2013, he went to bed with blood glucose reading 400 mg/dl. The next morning (8:16) his bg measured 360 mg/dl and he decided to deactivate the pod. Upon removal, he noticed that the cannula was bent upward. The pod was worn for 36 hours.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.